Event description:
The customer reported intermittent non-reproducible false positive troponin I (access accutni) results for an unknown number of patients, involving the unicel dxc 600i synchron access clinical system. The customer stated the erroneous results were released out of the laboratory. As a result, one patient was given a stress test. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer stated a proactive procedure has been implemented to verify unexpected results, stating patient results that are greater than 0.5 ng/ml are reanalyzed. The customer stated most of the erroneous results are due to pre-analytical issues. Instrument performance and quality control (qc) were within specifications at the time of the event. Patient samples are collected in 13x100 ml tubes and allowed to clot between five and ten minutes. Sample centrifugation is performed for five minutes. The event was reported as part of beckman coulter marketing survey program (msp) for accutni. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance.